Event description:
It was reported that the patient underwent a sling procedure 2005. About four months later the patient presented with pain. The patient was taken to the operating room and a piece of the plastic sheath was removed. A 7.8cm piece of the sheath was removed. Complete sheath removal during the original procedure was not checked.